Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with cgm indicating high and a glucometer reading of 432 mg/dl, and the user contacted support to confirm insulin delivery history before disconnecting and administering 14 units of humalog by subcutaneous pen per backup plan. Symptoms included hyperglycemia without reported ketones, loss of consciousness, dizziness, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, and resolution steps taken with backup insulin and temporary disconnection from the ilet. Investigation included a review of device use and guidance through the ilet history and algorithm steps. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-managed with backup therapy and that no definitive device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.